Manufacturer narrative:
(B)(4). The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A osvii low pressure three piece shunt system failed three weeks after implantation. The shunt was explanted on (B)(6) 2011 because there was no visible improvement of this pt after three weeks. The protein levels were in the normal range before and after the osvii implant. A CT was done. The shunt was not flowing.